Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, full UDI information (d4) and 510k (g3) are not available.

Event description:
During an atrial fibrillation procedure, there was air aspiration, atrioventricular block, and st elevation. After transseptal puncture, the swartz sheath was inserted into the left atrium and the advisor hd grid catheter was inserted through the non-abbott sheath for mapping. Pacing then became atrioventricular block, and st was elevated when 12-leads were checked. A coronary angiography revealed that air was aspirated. The air was removed, and the ablation procedure was discontinued. The patient was observed in the ICU, recovered and was moved to a regular room the next day.

Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported air aspiration, atrioventricular block, and st elevation could not be conclusively determined.